Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the surgeon complained that the insertion trochar with handle was not retaining the sleeves to properly insert them and sleeves were easily falling off the inserter when it should fully retain them. There was no patient involvement. Concomitant medical products reported: lock neutral guide for lcp periartic aiming system (part #: 03.120.014, lot #: unknown, quantity 1); this complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d8. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.120.015, lot: l342878, manufacturing site: haegendorf, release to warehouse date: (B)(6) 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection of the returned device revealed the release spring was bent inward. The resting position of the spring¿s distal (relative to the weld) features were recessed/depressed relative to the trocar body component¿s outer diameter. No other damage or defect was observed to any other feature. Functional test: functional testing could not be performed since no mating devices were returned, therefore, testing to replicate the complaint with the returned device could not be performed. The bent release spring issue however could contribute to the complaint condition; therefore, the received condition was considered to agree with the complaint description. Document/specification review: the relevant design drawings were reviewed during investigation: no relevant product design issues or discrepancies were observed during this investigation. Dimensional inspection: a dimensional inspection of features relevant to the release spring could not be performed due to the assembled condition of the device (release spring is laser welded to trocar body). The diameter of the trocar shaft measured and is within specification per relevant drawing. Conclusion: the complaint was confirmed with investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.